Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on both the right atrial (ra) and the right ventricular (rv) channels. Additionally, high pacing thresholds and oversensing were observed on the rv lead. A revision procedure was scheduled. During the revision, a chest x-ray confirmed a conductor fracture on the ra lead. The ra lead was explanted and the ra port was plugged. The rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed due to an updated conclusion code.

Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on both the right atrial (ra) and the right ventricular (rv) channels. Additionally, high pacing thresholds and oversensing were observed on the rv lead. A revision procedure was scheduled. During the revision, a chest x-ray confirmed a conductor fracture on the ra lead. The ra lead was explanted and the ra port was plugged. The rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.